Event description:
When the physician was introducing the screw, it broke. Fortunately, the surgeon was able to remove the broken pieces, and use anther same like product. No injury was reported.

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under magnification. The anchor was not returned to mitek, however, it was discovered that the distal tip of the device is fractured off- appearing to have torqued to failure. Follow-up with the affiliate concluded that the inserter tip broke during anchor insertion and remained captured within the anchor. Both the anchor and inserter tip were removed from the pt. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 275 devices that were released to distribution. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually, the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Therefore, no other root-cause can be determined other than what is cautioned against in the IFU. This is believed to be a user technique issue, no further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.